Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline and medication label printer was not printing clearly and the printings was fade. The field service engineer (fse) identified a loose connection. The fse tightened and reseated the cables, checked the settings, resumed testing, and the user verified proper operation with label reprints, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es label printer was not printing clearly (faded) on 2n. However, there were no delays, adverse events or injuries reported based on this event.